Event description:
On 11/8/97 following a diagnostic procedure, an angio-seal device was placed. Following the cath the pt noted a small grape-sized lump at the site; on 11/15/97, the pt noted serious fluid with pus draining from the site. The pt was subsequently hospitalized for 2 nights and treated with IV and oral antibiotics. Follow-up on 11/19/97 showed that the pt was doing well, yet the wound continued to drain. Cultures were taken which showed strep and gram positive bacilli. Follow-up with the pt on 11/25/97 confirms the drainage has resolved, with no further sequelae.